Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from tandem technical support, no additional troubleshooting information was obtained.